Manufacturer narrative:
The device has not been returned; therefore, a device evaluation could not be performed. The cause of the reported event is undetermined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot. The 2008 15-month biliary dilator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A rx dilatation balloon was used during a endoscopic dilatation and stent placement procedure in 2008. According to the complainant, "the physician attempted the procedure without water, first using only air, then put in contrast and inflated it. The balloon broke." The procedure was completed with another rx dilatation balloon. No patient complications were reported as a result of this event.